Event description:
It was reported in the journal article titled: " coronary artery stents: ii. Perioperative considerations and management" (attached) that post coronary drug eluting stenting treatment procedure myocardial infarction (mi) occurred. During the index procedure, the pt was treated with an unspecified taxus express2 drug eluting stent. Lesion location and characteristics not reported. Approximately eighteen months after the initial procedure, the pt discontinued clopidogrel therapy in preparation for a subacromial decompression procedure. Approximately seven days after discontinuing anti-platelet therapy, the pt suffered pre-operation mi. No further information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Literature citation: coronary artery stents: ii. Perioperative considerations and management. Anesthesia & analgesia 2008; 107 (2): 570-90. Newsome l, weller r, gerancher jc, kutcher m, royster r.